Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with scratched lcd window. (B)(4)

Event description:
It is reported that a customer has physical damage on their insulin pump because they ran over the pump with a wheel chair. The patient's blood glucose level was at 168 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided